Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not load a new cartridge because there was an o-ring on the pneumatic tap. Reportedly, the customer removed the o-ring and was able to load a new cartridge and resumed insulin delivery to resolve the issue. Customer¿s blood glucose (bg) level was "high," exact value was not provided. Customer did not treat high bg. In addition, it was reported that the pump reset unexpectedly. Customer continued to use the pump for insulin therapy.